Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The stent was positioned on the guidewire. Whethe physician attempted to removed the guidewire, stent damage occurred. The procedure was completed with another taxus stent. No pt complications occurred. Pt status was satisfactory.